Manufacturer narrative:
The patient has experienced peritonitis for ¿roughly 2 weeks¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was reported the patient has been in the clinic; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the peritonitis. At the time of this report, the patient outcome was unknown and action with pd therapy was not reported. No additional information is available.